Event description:
It was reported that pump displayed malfunction code with fault ID and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address, and advised customer to store malfunctioning pump, return it within specified time using provided materials, and then program pump settings and reconnect cgm on replacement pump.